Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being new to insulin pump therapy. Customer reported of changing infusion set and passed out and was found the next day with low blood glucose of 28 mg/dl. Customer was transported to the hospital via ambulance where customer was treated with IV. Customer arrived to the hospital with blood glucose of 174 mg/dl. During troubleshooting, it was found that reservoir was changed but insulin pump was not rewound. Customer requested for insulin pump to be returned and not replaced.